Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that patient stopping charging their ipg as recommended due to recharge burden. As a result, ipg became inoperable and patient lost therapy. Surgery took place wherein the ipg was explanted and replaced to address the issue.